Manufacturer narrative:
The investigation determined that the names of three patient samples tested on a vitros 5600 integrated system were miss-associated with the incorrect patient sample identification number (sid). The tsc determined that the cause of the event was user error due to improper sid reuse. The tsc assisted the customer in deleting old pending sample programs on their vitros 5600 system. The vitros 5600 integrated system was operating as programmed; no malfunction occurred. The investigation determined that the assignable cause of the event was user error due to improper sid reuse.

Event description:
The customer reported that results from three different patient samples obtained using a vitros 5600 integrated system were mis-associated with the incorrect patient name. Miss-associated patient results may lead to inappropriate physician action. The mis-associated patient results were not reported out of the laboratory and there was no report of patient harm as a result of this event. (B)(4).